Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical tracheostomy tube was not allowing suctioning of the patient. No patient injury.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). Additional information provided in h3, h6 and h10. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The sample was in used conditions without its original packaging. A kink was observed in the tube at the flange. A syringe was used to pass water through the suction line in order to check for occlusion. No occlusion was found. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause of the reported issue could not be confirmed during evaluation; however, the most probably cause of the issue is that either the kink was not detected by the production personnel, or the tube was kinked after leaving the manufacturing facility. Actions were taken to mitigate the reported issue: the quality engineer conducted retraining of the production personnel on the procedure for tracheostomy tube bond suction line to tube in order to reinforce the bonding operation and the visual inspection.